Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was increased pacing lead impedance (pli) and a loss of capture noted on the right ventricular lead. The lead was capped and replaced and the patient was stable with no consequences.

Event description:
During a follow-up in clinic, an increase in capture threshold was noted on the right ventricular lead.